Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and had audio beep anomaly. The customer states the pump screen was blank and had constant tone. The customer states the pump had external ram crc error alarm. The customer's blood glucose level was 164mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with high idle current due to a faulty component on the mother board. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump passed the self test, rewind, basic occlusion and displacement test. No external ram crc, constant tone or blank display anomalies were noted. However, unable to prime the pump during prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.